Event description:
It was reported that the table allegedly tipped to the side a couple of inches during the transfer of a patient. There was no injury or adverse consequence reported.

Manufacturer narrative:
It was reported that the table allegedly tipped to the side a couple of inches during the transfer of a patient. A stryker field service technician went to the customer site and conducted performance tests of all movements and functions, on the table. There were no errors found during the testing and they were unable to replicate the complaint. The table was returned to full use.